Event description:
Information received from the field notes that the patient presented to the hospital complaining of chest pain. The patient weighed about 500 pounds. The monitor showed av pacing but interrogation revealed noise on the ventricular channel. Attempts to eliminate the noise were unsuccessful. Atrial sensing could not be evaluated. Battery impedance, magnet rate and lead impedance were all appropriate. When the leads tested normal, the pulse generator was replaced.